Event description:
The customer reported that the device was coming up beeping and would need to be reset (remove batt/ac module) to resolve.

Manufacturer narrative:
(B)(4). The customer reported that the device was coming up beeping and would need to be reset (remove batt/ac module) to resolve. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.